Event description:
This aparatus (walter lorenze device) is causing a lot of problems. It is too short causing reporter to not be able to open wide enough. It feels like the right side is screwed into the prosthesis wrong. The right side of head is aching and so are pt's cheeks where it is implanted into jaws. Pt asked dr. To take it out and put in the tmj concepts device and do a cat scan. He did 3 x-rays but will not take it out. The x-rays he took do not show one side where the screws were put in. Pt can only open 20 some odd millimeters. Pt's gums have shrunk tremendously since. Dr implanted it. If it continues to make headaches, pt will keep going to doctors for a consultation and consultation for care. Pt is in excruciating pain with the walter lorenze device, ear aches, salivary gland stops working a lot. Right temporal area and behind ears hurts and burns. It throbs 24 hrs. A day. Jaws ache leaving pt in chronic pain constantly. Pt thinks the FDA needs to legalize marijuana (cannabis) for their pain. Pt wants to request a recommendation from the FDA for it in all 50 states. It does ease pt's pain. It relaxes the muscles, allowing pt to chew with some pain easement. It releives nausea associated with the pain and increases their appetite. Until pt can get their money from dow corning claim, they are at a stand still on money for help with their condition. Pt needs dental implants but does not know if they can get them until they talk to dr. Pt has called dr. And gone to see him begging him for help. He signed and sent out a document saying the vitek case was settled befor pt settled with the judicial arbitration and mediation services. Which was handled by pt's attorney. Pt asked dr. Where the device is. He said he threw it away.

Event description:
Additional info received from reporter (B)(6) 2013: harassing situation. My questions are: can this be investigated by the FDA? (Hearing aid devices she wears). Is the titanium making the sound louder than a normal person would hear? I think not. I never have had this problem until I moved into this apartment near where she is. I talked to a girl in my doctor's office and asked her if the doctor could file a report for me. She told me he said it had been too long since I was implanted with the walter lorenze device. This prosthesis is only supposed to last approx 25 years. I was implanted in 1999. I've had 9 surgeries. One removing or explanting the vitek kent I (renamed kent iii) prosthesis; in 1982 and 1985, I was implanted with kent devices. In 1991, FDA alert informed me to have it explanted. By then I had a hole in my skull (behind my right ear). As I write this, I can hear very loudly saying "huh?" I saw these (one brand) of hearing aid device (B)(6) sells. It was battery operated. It would pick up over 100 feet. These people are approx that distance from my bedroom window. I've requested to my apartment owners to relocate to a different apartment. At this time there are not any vacancies. I'm trying to purchase a home. It is terrible to be annoyed and get no help from anywhere. I know my rights are being violated and it is very scary because I'm not sure what their motive is. I try to sleep in the day if possible because they keep me awake at night. You know I shouldn't have to go away from my private residence to use the phone for privacy but at times I do. I was told by the police not to go anywhere near these people so there isn't any way for me to find out anything. I've told my family and friends and they've told me to just ignore it; that it isn't worth the expense, but I am not able to just ignore it. I am harassed even when I try to watch tv or do other things to drown out the noise. Please reply as soon as possible. And if you will, add these pages to my report and/or complaint.